Event description:
It was reported that during a follow up, the physician noticed vf episode in the stored data. The electrograms showed a slow vt with qrs of very low amplitude and the device also sensed the t-wave complex. The device was reprogrammed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.